Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the touch screen was frozen and unresponsive. Customer's blood glucose was 170 mg/dl. The customer was reportedly still receiving basal delivery from the pump and reported manual injections would be obtained from the health care provider. Customer declined further follow up from cts.